Event description:
Patient had enterocutaneous fistula repair. Ta 60 stapler was used to complete anastomosis between viable ileum and colon with an excellent blood supply and no tension. Pt didn't do well post-operatively -> on re-operation, inspection of the anastomosis revealed subclinical leak of the ta 60 staple line.